Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: the liner is fully expanded, and sheath is curved. The distal tip is torn with stretching. The distal tip is torn radially along the distal edge of the liner. All score lines are present. A kink present approximately 3.5 inches from distal tip. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for esheath distal tip torn and difficulty advancing through esheath were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Per the complaint description, 'the sheath was flushed and prepared properly and when putting the valve through the sheath, it was very difficult to push through the tip/radiopaque marker, the doctor had to use more force than normal and there was a pop/give when it exited the tip. After the case when the sheath was removed, the tip of the marker band was found to have torn and was hanging as a flap.' Per evaluation of the returned device, the sheath distal tip was observed to be torn radially. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor additional actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Device not returned h3 other text : device not returned.

Event description:
As reported, the esheath was flushed and prepared properly and when putting the valve through the sheath, it was very difficult to push through the tip/radiopaque marker, the doctor had to use more force than normal and there was a pop/give when it exited the tip. After the case when the sheath was removed, the tip of the marker band was found to have torn and was hanging as a flap.